Event description:
It was reported to target that during a gdc procedure, the coil of the gdc stretched and tore. There was no consequence to the pt. No other info was given on this procedure.

Manufacturer narrative:
Description of device analysis: date of procedure: 10/10/97. The gdc pusher wire was returned wrapped around itself in its pouch and box, the main coil was wrapped in a piece of gauze. No info was provided about the catheter used in the procedure, nor was it returned for eval. The pusher wire was kinked in four places at the proximal end. The core wire broke off at the detachment gap, its most distal end was slightly bent inside the distal tubing as if it was caught at the time of the fracture. There was a piece of material 1.5 mm long coming out at the distal end of the gdc bushing. The main coil was covered with blood, its proximal end was stretched, lost the helical shape on a segment 5 cm long, and the platinum wire had partially unraveled from the main welded joint. The distal end of the core wire was protruding at the distal end of the hypotube, creating a potential competing zone for the electrolysis. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.